Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The printed circuit boards were reseated, the power supplies were checked, and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and locked up. No patient injury was reported.